Event description:
Patient had successful implant of a bifurcated device and a proximal cuff in 2007. Three days later, patient was brought in to treat a proximal type I endoleak with an additional proximal cuff. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication of the procedure. The device was discarded by the hospital.